Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign healthcare provider (hcp) via a company representative (rep) regarding a patient receiving unknown medication via implanted infusion pump. It was reported that the catheter was between to slices of the box and still broken in the box. There were no environmental/external/patient factors that may have led or contributed to the issue. A new catheter was used and implanted as planned. The issue was resolved at the time of report. The patient was fine. The problem was preop and they had another catheter in the hospital. The cathter was never implanted. No further information was reported.